Event description:
It was reported that the patient presented to the ER due to receiving multiple hv therapies. Upon interrogation, the episodes showed noise on the rv lead which resulted in the inappropriate therapies. An x-ray was taken and the physician believes there is can-to-lead abrasion. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.